Manufacturer narrative:
The subject device was returned, evaluated, and as noted in b5 - the unit had foreign material present and was producing an e216 scope communication error. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the foreign material could not be determined. However, for the error code, it is believed that prolonged fatigue ultimately leading to an electrical component failure caused that reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was discovered during the device evaluation, the olympus colonovideoscope had foreign material present in the air/water cylinder. Additionally, the unit was producing an e216 scope communication error. There was no patient involvement during this event.